Manufacturer narrative:
(B)(4) final report additional information, including post-op x-rays, operative notes, angulation of the screw during insertion, whether the cup was fully impacted within the acetabulum prior to the insertion of any screws, how many screws were inserted, whether the surgeon was satisfied with the fixation of the cup and information regarding the instruments used for preperation of the screw hole was requested in order to progress with the investigation of this event, however, not all information was provided and thus the scope of the investigation was limited. It was reported that non-corin screw hole preperation instruments were used to prepare the screw hole. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the reported event could not be determined. However, additional advice has been provided to the surgeon regarding the use of the screw hole preperation instruments and the surgeon has not encountered the same issue since. Therefore, this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A ring of the trinity screw head sheared off when threading the screw into the cup.

Manufacturer narrative:
(B)(4). Additional information, including post-op x-rays, operative notes, angulation of the screw during insertion, whether the cup was fully impacted within the acetabulum prior to the insertion of any screws, how many screws were inserted, whether the surgeon was satisfied with the fixation of the cup and information regarding the instruments used for preperation of the screw hole has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon competion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
A ring of the trinity screw head sheared off when threading the screw into the cup.